Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event, "on 07/31/2023, it was reported by a sales representative via sems that an ar-8332h shaver has sutures stuck inside. This was discovered during an unspecified time with no patient effect."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/31/2023, it was reported by a sales representative via sems that an ar-8332h shaver has sutures stuck inside. This was discovered during an unspecified time with no patient effect.